Event description:
Tearing. Customer reports that after the mesh was in place, it started tearing while suturing. Mesh was kept in place because the surgeon felt that the tear was'nt enough to replace. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur. Ethicon inc's internal control number is: 9700592-00.